Event description:
As reported to the edwards clinical specialist, during a transfemoral tavr case a right common iliac dissection was found after removal of the 22fr retroflex3 (rf3) introducer sheath set and closure of the access site. A stent was placed to repair the dissection. Summary of the case: the right groin was used to obtain percutaneous access for the planned 22mm rf3 sheath. Two 6fr perclose were pre-deployed into the right common femoral artery (rcfa). Serial dilatation was performed using all the dilators. The 22fr sheath was then placed into the rcfa with minimal difficulty. The rf3 delivery system and 23mm sapien valve were introduced and deployed without any difficulty. Once the 23mm sapien valve was deployed the rf3 delivery system was removed. The 22fr sheath was removed and the perclose sutures were secured. An angiogram was performed and showed dissection of the right external iliac and a stent was placed to repair the dissection. The patient was then place on a stretcher and transferred to the ICU in stable condition.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The edwards thv patient screening and training manuals instruct the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7 mm. In this case, the cause of the reported right common iliac artery dissection cannot be confirmed; however, per report, the access site diameter was 6.8 x 7.5 mm with mild vessel calcification and tortuosity. It is likely that the patient's borderline vessel size for a 22f sheath in combination with vessel calcification and / or tortuosity not appreciable on imaging caused or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.